Manufacturer narrative:
The technician found the head up valve not functioning properly due to the o-ring not being adjusted. The technician adjusted the o-ring on the head up valve to resolve the issue.

Event description:
Account alleged that the head section would not go up and down. No patient impact.